Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that an x-ray was taken to ensure the broken piece was not left behind in the patient. It was further reported there was a 10 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that an x-ray was taken to ensure the broken piece was not left behind in the patient. It was further reported there was a 10 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.